Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1904103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the connectors and sample injectors from lot 1807712. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging. H3 other text : see section h.10.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown (reported 1904103 which does not reference to a c35-o). It was reported that infusion disconnected at the connector/injector connection close to the 24hr mark.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown (reported 1904103 which does not reference to a c35-o) it was reported that infusion disconnected at the connector/injector connection close to the 24hr mark. Patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.